Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. This report is for one unknown locking screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Date of implant was reported as an unknown date in 2012. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail, helical blade, and locking screw implanted on an unknown date in 2012 were removed on (B)(6) 2016 due to necrosis of the patient's femoral head. The explanted devices were successfully removed with no additional medical intervention required. There were no surgical complications. Reportedly the nail was removed with the aid of an extraction hook. The patient status at the end of surgery was reported as "normal". This report is 3 of 3 for (B)(4).